Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on (B)(6) 2019, the sensor insertion area appeared to be infected. She called her doctor who stated that he did not want to prescribe antibiotics. The patient stated the issue has resolved; she had a hard knot at the area but no discomfort. Per medical review, this report would constitute an adverse event because the patient contacted and spoke with her physician. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.